Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 9 of 10 MDR's filed for the same event (reference 1825034-2015-00083 / 2015-00082 / 2015-00092 / 2015-00084 / 2016-01722 / 2016-01703 / 2016-01704 / 2016-01705 / 2016-01707 / 2016-01708). Device remains implanted.

Event description:
It was reported by the patient that a future revision procedure has been indicated due to a nickel allergy; however, the revision procedure has not yet been reported. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.